Event description:
During the procedure, the physician found the guidewire bent. A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned a single guide wire evaluation. The guide wire was returned within the advancer tube and showed evidence of use. Visual inspection of the guide wire revealed the distal j-bend was slightly open but intact. However, it is not kinked, and when slight force was applied to the j bend, it was easily able to be reshaped into the correct position. No other defects or anomalies were observed on the guide wire. Microscopic examination confirmed both welds were present and were observed to be full and spherical. The overall length of the guide wire measured 457 mm which is within the specification of 450-458 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.857 mm which is within the specification of 0.838-0.877 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer report of a guide wire kink in use could not be confirmed through complaint investigation of the returned sample. The distal j bend was found to be slightly opened, but it was able to be easily reshaped with some mild force. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
During the procedure, the physician found the guidewire bent. A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.